Event description:
A customer in (B)(6) notified biomérieux of a falsely over-estimated result when using the product: vidas high sensitive troponin I (ref. 415386) - lot 1005615390. Though the vidas® high sensitive troponin I assay (ref. 415386) is not registered in the united states, a similar product (vidas® troponin I ultra assay, ref. 30448) is registered. The customer obtained a first result at 58.8 ng/l. Result was given to the physician and the patient was admitted to the hospital. After 2 hours, a new sample was tested and gave a result of 6.0 ng/l (negative). Customer retested the first sample and obtained a result of 6.4 ng/l (negative). Wrong results were reported to a physician. There was no known harm to the patient or incorrect treatment provided, but the patient was admitted to the hospital and did wait 2 hours for a second sample to be tested. The delay in giving final results was due to confirmatory technique as required by the IFU. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
Reclassified as adverse event and patient code changed from "no known impact" to "misdiagnosis" due to patient being admitted to the hospital.

Event description:
A customer in (B)(6) notified biomérieux of a falsely over-estimated result when using the product: vidas high sensitive troponin I (ref. 415386) - lot 1005615390. Though the vidas® high sensitive troponin I assay (ref. 415386) is not registered in the united states, a similar product (vidas® troponin I ultra assay, ref. 30448) is registered. The customer obtained a first result at 58.8 ng/l. Result was given to the physician and the patient was admitted to the hospital. After 2 hours, a new sample was tested and gave a result of 6.0 ng/l (negative). Customer retested the first sample and obtained a result of 6.4 ng/l (negative). Wrong results were reported to a physician. There was no known harm to the patient or incorrect treatment provided, but the patient was admitted to the hospital and did wait 2 hours for a second sample to be tested. The delay in giving final results was due to confirmatory technique as required by the IFU. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This issue was initially reported when a customer in (B)(6) informed biomérieux of false positive vidas® hs (high-sensitivity) troponin I result. The customer obtained a first result at 58.8 ng/l. The result was given to the physician, and the patient was admitted to the hospital. After 2 hours, a new sample was tested and gave a result of 6.0 ng/l (negative). The customer retested the first sample and obtained a result of 6.4 ng/l (negative). Investigational testing was performed. The patient sample was not submitted for investigation. The product quality laboratory tested sera 10 times with vidas® hs troponin I, lot 1005615390 / 180613-0. The results were repeatable (results are between 2.2 ng/l and 5.1 ng/l for a target at 4.40 ng/l). No anomaly was found on the repeatability on the vidas® hs troponin I, lot 1005615390 / 180613-0. The product quality laboratory did not reproduce the customer's anomaly. An internal investigation has confirmed the product performed within specification.